Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Multiple attempts have been made to contact the patient; however we have not received a response. The patient alleges inflammation which is a known possible adverse reaction, listed in the IFU. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient: the patient has alleged that 3d max mesh was used to repair both of his hernias, and that he is experiencing excruciating pain and inflammation. He alleges that his doctors have stated it could be an allergic reaction. Based on the information provided by the patient it is unclear whether the patient was implanted with two devices and if so whether the alleged pain and inflammation is associated with both mesh implants, therefore davol is taking a conservative approach and reporting on two devices. See MDR 1213643-2013-00627 for information related to the other m3 max mesh.